Event description:
It was reported that this device was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services reviewed available device diagnostic data within the latitude remote patient monitoring system; the device's battery was exhibiting an unexpected behavior, depleting faster than expected based on the historical daily battery voltage data. There were no faults or system resets recorded in the device memory. Based on these results, technical services advised device replacement. To date, this device has not been returned to boston scientific; therefore, physical analysis cannot be conducted. Note that this investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion. Review of the diagnostic data available within the latitude remote patient monitoring system showed that the battery was depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Multiple attempts to obtain additional follow-up information have been unsuccessful. No additional adverse patient effects were reported.